Event description:
It was reported to philips that the battery pca has bent pins. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j1 pin 8 which was found to be broken and missing and pin7 which was slightly bent and compressed.